Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling replacement procedure on (B)(6) 2013 and mesh was implanted. During the final stage of the procedure, as the surgeon removed the plastic sheath from the mesh, the sheath started to shred while pulling on it. The mesh was successfully implanted with no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device with the plastic sheath removed from the mesh was returned for evaluation. The device was visually evaluated. Upon evaluation, the plastic sheath conformed to specifications.